Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the cause of the device not being in the right position was unknown. The patient stated the device was being replaced on (B)(6) 2025. The issue had not yet been resolved. The patient stated the issue of the stimulation shooting down both legs had also not yet been resolved. The patient stated it was unknown if the issue of the device being "worn out" and needing to be replaced was caused by normal battery depletion. This issue had not yet been resolved.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor therapy. It was reported that since about two years ago hasn't experienced symptom control. Patient said that the stimulation was shooting down both legs, was taking the sensation away from their legs and was very uncomfortable. Patient said that went to see the healthcare provider about this about 2 years ago and requested to have the system removed and replaced however said was told by their physician that if system is removed then can't receive anymore implants. Patient said in june when to the pelvic floor center and was told that the device isn't in the right position and is worn out and needs to be replaced surgically. Patient said that this clinic is too far away and asked for physician listings closer to their home. Patient also said that had a colonoscopy and the results were all clear. Reviewed physician listing. Patient said will check with insurance to see if there is a closer physician. The patient was redirected to their healthcare provider to further address the issue. Patient also mentioned sees a gastroenterologist that has prescribed different medications.